Manufacturer narrative:
(B)(4). Unit passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running, low battery alert, power loss alarm, replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to corroded battery tube. Unit received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump received pump error alarm and battery did not last more than 1 week. Customer stated that the insulin pump had low battery alarm, battery failed and replace battery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.